Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed raw, breaking skin that appeared to look like a heat rash underneath the front therapy electrode pad. The patient was given a prescription cream from his physician. The outcome of the rash is that it had healed.